Manufacturer narrative:
Manufacturing DHR is not relevant to the investigation as the fault was caused by liquid leaking into the device. The device was received for evaluation with a damaged front panel. The reported problem was duplicated during evaluation testing. Fluids leaked through cracks on the rear of the device from the front panel. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4) .

Event description:
It was reported that there was pt fluids inside unit. No patient injury was reported.